Manufacturer narrative:
An investigation has been initiated. We have requested further information regarding the event, device, and patient. To date no further information has been received. When our investigation is complete, a final report will be submitted.

Event description:
Tip broke off of tesio and migrated.